Event description:
Related manufacturer reference number: 2017865-2022-05417. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead and the implantable cardioverter defibrillator exhibited oversensing noise and post-sensed t-wave oversensing. No intervention was performed. The patient was in stable condition.